Event description:
Customer purchased the solution, they were in a hurry so took the solution in their car, cleaned their lenses and put their lenses directly back into their eye. They experienced burning and stinging of the eye and sought medical attention.